Event description:
It was reported that the patient underwent a previous coronary procedure on (B)(6) 2008 during which a non-abbott study stent was deployed successfully. The patient was discharged on (B)(6) 2008. On (B)(6) 2011, the patient was rehospitalized for worsening coronary artery disease reported as the target vessel and on (B)(6) 2011 suffered a cardiac arrest on. On (B)(6) 2011, a promus stent was placed in a non-target vessel, the obtuse marginal, and a promus stent in the target vessel, the mid left anterior descending artery. The study stent implanted on (B)(6) 2008 was observed to be patent. On (B)(6) 2011, the patient was diagnosed with pneumonia. On (B)(6) 2011, the patient experienced congestive heart failure. On (B)(6) 2011, the patient suffered a cardiac arrest and expired on that same day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent implant remains in the patient. A follow-up will be submitted with all relevant information. The additional promus referenced is being filed under a separate medwatch report.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of death is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.